Manufacturer narrative:
Additional information was received that the equipment was checked and found to function within manufacturer specifications. The reported complaint could not be duplicated and was noted during pre-use testing, as contained in the user manual. Per the case, unit would not turn on, preventing use of the device. Therefore, there was no reportable malfunction.

Event description:
It was reported that there was an error resulting in loss of unit function. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.